Event description:
It was reported that during a basilar artery stenosis procedure, the guidewire was unable to be manipulated properly even after several adjustments, so the physician withdrew the subject guidewire and checked it. The subject guidewire coating was found to be peeling. The physician replaced it with a new device and completed the procedure without clinical consequences to the patient.

Manufacturer narrative:
The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicates there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device prepared for use as per the directions for use, continuous flush was maintained throughout the clinical procedure and the patient¿s anatomy was not tortuous. An sl-10 microcatheter and another synchro guidewire were used in the procedure in conjunction with the subject device. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported guidewire ptfe coating peeling and the guidewire does not have smooth movement. H3 other text : device not returned for evaluation.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that during a basilar artery stenosis procedure, the guidewire was unable to be manipulated properly even after several adjustments, so the physician withdrew the subject guidewire and checked it. The subject guidewire coating was found to be peeling. The physician replaced it with a new device and completed the procedure without clinical consequences to the patient.